Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an unexpected shut down while infusing tpa. Per report, fifteen minutes after the last patient check the clinician found that the tpa was not infusing. Heparin and precedex continued to infuse on separate lvp modules connected to the same pcu device. A label was placed on the actual alaris pump stating that there was a tpa and heparin infusion in progress. There were no other interventions needed at this time. Continued patient status assessment, neuro checks and pump status checks were performed. There was patient involvement, but no harm. Bd received additional information below through site visit. Information provided by report sent to biomed. Heparin infusing at 2500 units/500ml at 20ml/hour, tpa/alteplase infusing at 8mg/480 ml at 60ml/hour vtbi 420ml, on-site manufacture representative was able to visually inspect the devices and found the below issues: assessed the pcu and found residue build-up behind the handle and a delaminated keypad. Assessed pump module infusing the tpa and found the (l) iui incorrectly installed with the gasket seal exposed and a damaged sear spring. Assessed additional pump module attached to the pcu and a sticky latch was noted.

Event description:
It was reported there was an unexpected shut down while infusing tpa. Per report, fifteen minutes after the last patient check the clinician found that the tpa was not infusing. Heparin and precedex continued to infuse on separate lvp modules connected to the same pcu device. A label was placed on the actual alaris pump stating that there was a tpa and heparin infusion in progress. There were no other interventions needed at this time. Continued patient status assessment, neuro checks and pump status checks were performed. There was patient involvement, but no harm. Bd received additional information below through site visit. Information provided by report sent to biomed. Heparin infusing at 2500 units/500ml at 20ml/hour, tpa/alteplase infusing at 8mg/480 ml at 60ml/hour vtbi 420ml, on-site manufacture representative was able to visually inspect the devices and found the below issues: assessed the pcu and found residue build-up behind the handle and a delaminated keypad. Assessed pump module infusing the tpa and found the (l) iui incorrectly installed with the gasket seal exposed and a damaged sear spring. Assessed additional pump module attached to the pcu and a sticky latch was noted.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. The reported complaint of the unexpected shutdown was not confirmed as no devices were returned for the investigation. The events could not be conclusively identified from the logs and email-only investigation. Laboratory testing of the suspect devices could not be performed since the incident devices were not received for this investigation. A review of the pump modules error showed no records on the reported event date. A review of the pcu event logs indicated that on (B)(6) 2025, at 3:11 pm, the pcu was powered on. The facility did not return the suspect or any concomitant devices. As a result, neither the profile nor the drugs used could be confirmed. On (B)(6) 2025 at 3:19:11 pm, the suspect pump module was attached to the suspect pcu and assigned with channel a. Between 3:44:06 pm and 3:45:35 pm, the suspect pump module was removed, ten (10) seconds later the device was re-attached to the pcu and assigned with channel a. The user then selected the channel and configured a guardrails primary infusion of drugid 38 (suspected to be alteplase/tpa) with the following parameters: drug amount of 8mg, diluent volume of 480ml, concentration of 0.0167mg/ml, with a rate of 60ml/h and a volume to be infused (vtbi) of 420ml. The infusion was started. At 3:46:27 pm, the infusion rate was updated to 999ml/h, the user selected ¿yes¿ to the dose above maximum guardrails dialog. Twenty (20) seconds later, the rate was updated to 60ml/h. At 3:47:29 pm, the pump module was removed and the unit alarmed for channel disconnect, five (5) seconds later the pump module was re-attached and assigned with channel a, then the user restored the previous infusion. The pump was infusing. At 3:48 pm, the user selected the channel and updated the rate twice, to 555ml/h and 999ml/h respectively, selecting ¿yes¿ to the dose above maximum guardrails dialog both times. At 3:49:16 pm, the user paused the infusion and restarted it thirty (30) seconds later. At 3:50 pm, the user selected the pump module and updated the infusion rate to 60ml/h. The pump was infusing. At 4:27 pm, the pump module was removed and the unit alarmed for channel disconnect, twelve (12) seconds later the pump module was re-attached, and the user pressed the ¿confirm¿ softkey. The pump was idle. At 6:25:43 pm, the user selected the pump module and the user restored the infusion. Rate = 60ml/h, vtbi = 364.101ml. At 11:25:51 pm, the suspect pump module was channeled off with a total volume infused recorded of 341.823ml the alaris¿ system user manual v12.1.1 notes that regular inspection for damaged is required before usage and that failure to perform can result improper instrument operation. While visually inspecting the iui connectors, look for fractures on the connectors black-colored plastic. If you see any damage, do not use an instrument with fractured iui connectors. The iui connector must be replaced before the instrument can be used again. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the unexpected shutdown could not be determined, as no devices were returned for the investigation. The events could not be conclusively identified from the logs and email-only investigation. Note that this report lists imdrf annex a040506, g0204002, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.